Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. There was no adverse impact to customer's blood glucose. Customer declined to continue troubleshooting and reportedly reverted to an alternate method of insulin therapy.